Event description:
It was reported the bronchovideoscope had a white chemical film found on the scope after processing. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection, but the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: coating peeling and a sticky universal cord. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: degradation problem identified; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.